Manufacturer narrative:
At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Manufacturer narrative:
--

Manufacturer narrative:
Additional information received from the local area sales representative indicated an epicardial lead was placed during previous surgery and was recently connected to the new device during an upgrade procedure. There was no evidence of a device or lead malfunction. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific received information that prior to the device upgrade procedure one of the leads became loose with this implantable cardioverter defibrillator (ICD). It was not specified which lead was associated. The lead is reportedly connected to the patient's newly implanted cardiac resynchronization therapy defibrillator (crt-d). To date, there have been no adverse patient effects reported.